Manufacturer narrative:
Evaluation summary: because the impaction/extraction knob is slightly away from the longer spike, it is possible that off-axis impaction, resulting in a greater moment arm, may have contributed to the device failure. Evaluation: as returned, the longer of the two spikes has fractured on both devices. Aside from the fractures, the instruments exhibit wear indicative of extensive use in the field. The devices have potential field ages of between 5.5 and 6.5 years. Device history records indicate the components were manufactured and inspected to specification.

Event description:
It is reported that the spike on the end of the instrument fractured off.